Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that drawer 2.1 was recognized, but no cubies were present. A field service engineer (fse) powered down the machine and reseated the row board ribbon cable at the back of the drawer board. The ribbon cable on drawer board 2.1 was also reseated. Following these actions, the customer successfully tested the drawer, confirming proper functionality. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary station, drawer 2 on 4 was off the bus and could not be brought back online. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there was no adverse events or injuries reported based on this event.